Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 470 mg/dl, 484 mg/dl and 497 mg/dl. The customer reported having high blood glucose levels even after changing the infusion set and confirming the cannula is not bent. The customer had no symptoms. The customer will treat the high blood glucose level by bolusing with insulin pump. The current blood glucose level was 510 mg/dl. The customer did troubleshoot the issue. The insulin pump or infusion set will not be returned for analysis.